Event description:
Following anterior/posterior colporrhaphy, pt developed infection - treatment not specified. Outcome to pt does not denote adverse event. MDR regulations 7/31/96 require reporting of incident once medical device family initially reported assuming incident could recur.